Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter.the customer obtained readings of 24 mmol/l, 8 mmol/l and 4 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the `b' and `c' zones. The `c' zone result is considered clinically significant.